Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had large chunks of glue that were all peeled up in the biopsy port at the distal end. The issue occurred upon unpacking. There was no patient involvement.